Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Placeholder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is not distributed in the united states, but is similar to device marketed in the USA. A review of the device history records was performed and no complaint related issues were found. The devices were returned for investigation, which showed that the instruments broke due to a mechanical overloading. The fracture surfaces showed no irregularities. The examination of the raw-material testing certificates and the manufacturing papers showed no deviations regarding material analysis, strength, and structural stability. The exact root cause of the failure could not be determined; however, one possibility is failure related to the torque limiter. A material and manufacturing related condition can be excluded.

Event description:
This report is for file (B)(4).

Event description:
It was reported that during a revision surgery, while removing the locking caps, the distal tip of two screwdriver shafts broke off. Also, during loosening of the inner part of the locking cap, the cannulated screwdriver tip t25 broke off. All broken fragments were retrieved. This is report 3 of 3 for this event.